Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was returned for analysis. Visual inspection revealed kinked in the sheath assembly. Visual and microscopic inspection revealed imaging window was detached near the lapjoint section. The imaging window was not returned. Ic windup with a coiled drive cable. Impedance test revealed electrical open at the proximal of the catheter, 150-160cm from the distal housing.,

Event description:
Reportable based on device analysis completed on 01apr2024. It was reported that a catheter issue occurred. The 90% stenosed, 32 x 2.50 mm target lesion, was located in a severely tortuous and moderately calcified left circumflex artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During procedure, the brightness was turned up to the maximum, however, no image was visible. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, returned device analysis revealed imaging window detached near the lap joint section.